Event description:
A physician attempted an arteriotomy closure using the starclose device in the left common femoral artery. The next day, while still in the hospital, the patient complained of left leg pain. The patient's left leg pulse was weaker. Using a brachial artery approach, the physician performed an angiogram to view the arterial site. During the angiogram, emboli were showered down into the bowel, resulting in ischemic bowel. The patient developed sepsis and died within two days.

Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.